Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. A review of the device history record for sn (B)(4) was performed from 04/15/2019 to 09/01/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported issue of error code 242.4030 on 8100 unit. Npi.

Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the device history record for sn (B)(6) was performed from 04/15/2019 to 09/01/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode.

Event description:
Case #: (B)(4). Case subject: npi error code 242.4030 on 8100 unit. Account name: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8100 unit serial # (B)(6). Failure device type: failure problem type: failure mode: case resolution: before call in with error code tech had replace the motor on unit, and still get same error. Explain to tech the error code has to with a motor stall on the unit but first to replace is the ail sensor, next would be the motor controller board finally would be the main board on unit. If you have to replace all three parts and unit still give error next to sens unit in for services repair.